Event description:
Healthcare professional reported left side "anatomical alteration by grade IV contracture in the breast, hardening, shape alteration and persistent severe pain, wrinkling, and [psychological] alterations due to the news on the recall and lymphoma". The device remains implanted.

Manufacturer narrative:
Additional data: b.5., b.6., d.1., d.2., d.4., g.5., h.4. Reason for reoperation: capsular contracture, baker grade IV. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., g.3, d.7., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling."

Event description:
Explanting physician reported left side capsular contracture baker grade iii, wrinkling, and is experiencing a lot of pain.